Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem could not be verified. The device exhibited a different issue. The device would not boot up beyond the splash screen. The failure was localized to defective flash memory u39/u40.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a pacing equipment malfunction error message. There was no reported patient involvement/adverse patient

Manufacturer narrative:
The therapy pca will be replaced and the device will undergo performance assurance testing and will be returned to the customer.

Event description:
It was reported to philips that the device gave a pacing equipment malfunction error message. There was no reported patient involvement.